Event description:
It was reported that the event involved a male pt via right subclavian insertion site. The insertion of the needle, spring wire guide (swg) and catheter were all noted as "good" and without event. However, there was difficulty with the removal of the swg; it "frayed" out of the guide. The md made 3 attempts with the (B)(4). On the 4th attempt, they used a 5- lumen reference which was successfully placed in the pt. There was a 10 minute delay in therapy. There were no pt complications. Reference MDR #3006425876-2010-00075 for the second event and MDR #3006425876-2010-00076 for the third event involving the same pt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.